Event description:
Customer was admitted to hospital for high blood glucose and diabetic ketoacidosis. Party called stating that they need assistance programming blood glucose monitor and pump. Patient seemed dazzed and confused and could not give his date of birth (symptoms of low bg's). Emergency services were called for the patient. Pt was in no condition to troubleshoot at the time of the call.